Event description:
New information received indicates that the noise was oversensed. Programming changes were made. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. No intervention was performed. The patient condition was unknown.